Manufacturer narrative:
Section d4: primary unique device identification (UDI) number corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patent was admitted on (B)(6) 2024 with severe aortic insufficiency. The causal relationship with the device was clearly related due to late complications. The patient underwent cardiac catheterization. Their central intravenous pressure (cvp) was 11 mmhg, pulmonary artery systolic pressure was 55 mmhg, pulmonary artery diastolic pressure was 24 mmhg, pulmonary capillary wedge pressure 32 mmhg, and cardiac output (co) 3.5 l/min. They remained admitted until (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.